Manufacturer narrative:
Evaluation summary: the use of a non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the operation of scleral fixation (second iol insertion) was completed approximately 3 months following the initial iol removal.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that a patient developed a delayed type of endophthalmitis following an intraocular lens (iol) implant procedure. After the surgery, a vitreous surgery was performed, but endophthalmitis was confirmed again. Therefore, a second vitreous surgery was performed and the iol was removed. According to the surgeon, the causal relationship between the event and the iol is unknown. It seemed like aseptic endophthalmitis because no bacteria were identified. Additional information was provided that after the surgery; event onset the patient was prescribed topical steroids, antibiotics, non-steroidal anti-inflammatory and oral antibiotics. Approximately two months following the intraocular lens implant procedure, the patient developed anterior chamber cells, hypopyon and vitreous clouding. The bacteriological testing results were (B)(6). An anterior chamber washout, vitrectomy and iol removal were performed. The event was clinical judged as non-infectious.